Event description:
While priming the circuit, the perfusionist noticed that the reservoir level was low. Checking the circuit, he found fluid coming from a small hole in the cardioplegia pumpheader tubing. The tubing was replaced. Since the incident occurred during prime and prior to the patient coming into the or, there was on patient involvement.

Manufacturer narrative:
There was no patient in the room at the time of the incident. One 5" piece of cardioplegia tubing was returned to sorin group USA, inc. For evaluation. A visual inspection found wear marks and a small tear in the tubing. The wear marks indicate that the tubing may not have been properly loaded in the raceway. It appears that the tubing was twisted and subsequently rolled in the raceway being pinched by the larger bore tubing. This caused the tear. The heart/lung perfusion pack instructions for use states to maintain the natural curvature of the tubing when placing it in the pump raceway.